Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that unstable angina occurred that required medication. In (B)(6) 2023, the subject was referred for cardiac catheterization. The target lesion #1 was located in the distal left circumflex coronary artery (lcx) with 90% stenosis and was 14mm long, with a reference vessel diameter of 2.50 mm. The target lesion #1 was treated with pre-dilatation and placement of 2.50mm x 16mm synergy stent system. The residual stenosis was noted to be 0%. Post-dilatation was not performed. The target lesion #2 was located in the proximal left anterior descending artery (lad) extending up to mid lad with 90% stenosis and was 30mm long, with a reference vessel diameter of 2.75mm. The target lesion #2 was treated with pre-dilatation and placement of 2.75mm x 32mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The subject was also implanted with an additional drug eluting stent and rationale is other. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Percutaneous coronary intervention (non-target vessel revascularization) was performed, and medication was given to treat the event. Nine days later, the subject was discharged from hospital. At the time of reporting, the event was considered to be recovering/resolving.